Manufacturer narrative:
Section e: the customer site for this event was (B)(6) hospital in (B)(6) japan. Manufacturer's investigation conclusion: the device history records were reviewed for the system epc controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15mar2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported events of dual disconnection of the power cables was able to be confirmed. The heartmate ii epc system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed 120 events spanning approximately 20 days (192 ¿ 193, 0 ¿ 17 per timestamp). On day 0 at minute 0 second 0, both power cables were disconnected causing the pump to stop briefly, and the clock to reset. The pump restarted once power the power cables were reconnected to power. There were no other notable alarms active in the log file. Additional information stated that the cause of the reported no external power alarms were due to user error by the patient. The root cause of the reported event was conclusively determined to be caused by dual disconnection of the power cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline disconnects were confirmed to have been caused by misoperation by the patient. The patient was asymptomatic and did not experience any consequences due to this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04532. It was reported that, while at an outpatient visit, the patient's controller recorded "both bower cables are disconnected". Review of the patient's log files showed a double power cable disconnect that lead to a pump stop as well as a reset of the internal clock of the controller. The pump resumed normal operation when reconnected to wall power. No other unusual events were seen within the log. The patient was suspected to have dementia, and had disconnected both power cables in the past.